Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral coronary cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon second inflation at 6 atmospheres for 3 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported, and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral coronary cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon second inflation at 6 atmospheres for 3 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported, and the patient is in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was observed inside the balloon which is an indication of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.